Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer changed pump supplies to address the issue. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer loaded a new cartridge to address bg. Reportedly, customer reverted to an alternate method of insulin therapy.